Event description:
The electric power driver and chuck attachment for the ortho spine medtronic sagittal saw seized up while working on the patient's cervical spine. The surgeon had to wiggle it out. The defective device was sequestered and the saw replaced.